Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was also reported that a failure to sustain capture was also reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited a progressive rise in threshold since implant. No intervention was taken and the lead remains in use per medical judgment. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).